Event description:
It was reported that ongoing intermittent occlusion alarms occurred. This resulted in their blood glucose levels reaching a "high" reading, though the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump and resumed insulin delivery. Reportedly, the customer resumed insulin to resolve the issue.